Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)10: (B)(6). Operative report. Resident physician: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: umbilical repair with diastasis recti with mesh repair. Anesthesia: general endotracheal anesthesia. Drains: 1 jp-drain was placed. Blood loss: minimal. Brief history: ¿this is a 55-year-old african american male with a history of heart failure and afib who had complained of a ventral hernia and an umbilical hernia and wanted them repaired, and was scheduled for surgery. Procedure in detail: after proper consent was obtained, the patient was brought to the operating room table, placed supine on the operating room table. The patient's abdomen was prepped and draped in the standard sterile fashion. An incision was made approximately 8 cm long and made with a 15 blade. Next, the subcutaneous fat was dissected using electrocautery and bovie cautery. Hemostasis was achieved using bovie. Next we identified the hernia defect to be mostly an umbilical hernia. The ventral hernia defect was seen to be mostly a diastasis recti. The total diameter was probably 8 x 7 of the hernia defect. We then placed a dualmesh, approximately 10 x 8 inside. The mesh was secured in place with eight 2-0 prolene sutures. Next the wound was irrigated, and a 10 jp-drain was placed. Subsequently the umbilicus was tacked down, and the subcutaneous fat was approximated using a 3-0 vicryl suture in interrupted fashion. Next the skin was closed using skin staples. All instruments and lap pads were accounted for at the end of the case. Dr. (B)(6) was present throughout the entire case.¿ authentication: I have verified and signed this report to authenticate the documentation. I am returning this report to the medical records department for placement in the patient¿s chart. This will meet the requirement for chart completion. (B)(6)10: (B)(6). Perioperative nursing record. Asa 3. (B)(6)10: (B)(6). Perioperative nursing record. Implant record/implant sticker. Item: mesh dual 15cm x 19cm x 1mm. Status: implanted. Qty: 1. Site: abdomen. Expiration date: (B)(6)12. Manufacturer: w.l. Gore & assoc. Lot #: 7089667. Model #: 1dlmcp04. Comments: 15cm x 19cm x 1cm. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 7089667. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7089667) was implanted during the procedure. (B)(6)10: (B)(6). [Signature illegible]. Discharge summary [handwritten]. Procedure/treatment: umbilical hernia repair. Patient condition: stable. Follow up findings/visits: general surgery in 2 weeks; return to ed to have jp drain removed (B)(6)10. Activity: no lifting greater than 10 lbs x 6 weeks. Diagnosis: status post ventral hernia repair. (B)(6)10: (B)(6). Operative report. Preoperative diagnosis: incarcerated, strangulated, recurrent ventral hernia. Postoperative diagnosis: incarcerated, strangulated, recurrent ventral hernia. Procedure performed: exploratory laparotomy with removal of mesh and abdominal wash out. Abdominal vac-pack placement. Anesthesia: general. Estimated blood loss: about 20 ml. Specimens: none. Complications: none. Findings: strangulated, ischemic small bowel, which was incarcerated through an area where the mesh appeared to have pulled away from the fascia on the left. There was not full-thickness necrosis of the bowel, but there was sharp demarcation of the area of ischemia. No evidence of perforation. The fascia appeared ischemic as well, and was sharply debrided back to healthier tissue. The mesh was removed. The abdomen was packed open with placement of an abdominal vac-pack, with plans to return to the or in 2 days for a second-look procedure and definitive closure of the patient¿s hernia if the small bowel was viable and did not require resection. Indication for procedure: ¿mr. (B)(6) is a 55-year-old black male, who underwent umbilical hernia repair 3 days ago by (B)(6) white surgery team. During this procedure the patient then had diastasis recti, but also a true umbilical hernia defect, which was repaired with dual mesh. The patient came to the ER on sunday complaining of abdominal distention with severe nausea and vomiting, and denies any bowel movement or flatus. Ng tube was placed and labs were checked. The patient had a white count of 21,000 and a creatinine elevated at 2.9. He was fluid resuscitated, and surgery was consulted. We evaluated the patient and on exam he was distended in his abdomen, but was not tender over his abdomen. His wound was clean, dry, and intact from the prior hernia repair, but did have some mild erythema around it. The patient had a jp drain placed overlying this, and this was actually removed in the ER a day ago. I was concerned for possible bowel injury versus ileus versus infected seroma of mesh, and therefore CT scan was, obtained without contrast. CT showed a failure of the mesh repair with small bowel incarcerated through the mesh hernia defect. Therefore, the patient was taken to the or for removal of the mesh and evaluation of bowel liability. Procedure in detail: after explaining all risks and benefits of the procedure to the patient, answering all questions to him and his daughter, the patient was taken to the or. He was transferred to the or gurney and placed in the supine position. After administration of general anesthesia and successful intubation, and the patient¿s abdomen was prepped and draped in standard surgical fashion. We began by removing the skin staples from the previous procedure. The wound was easily opened. Upon entering the wound, there was some turbid fluid, and a loop of bowel in the wound. This was ischemic and purplish appearing. It was strangulated through the small defect between the mesh and the hernia. I used a pair of metzenbaum scissors to cut the prolene suture which had been used to tack the mesh to the fascia, and the mesh was cut out and removed. This allowed the bowel to be eviscerated and better evaluated. The section of small bowel which had been incarcerated and strangulated was definitely ischemic appearing. However, there was not evidence of full thickness necrosis, and there was no perforation. Once we released the strangulation, this section of bowel was irrigated with warm water. It improved in appearance after warm irrigation. There was very sharp demarcation of the area of small bowel ischemia. Because there was not full thickness necrosis, and we thought that this piece of small bowel could still potentially be viable, we decided not to perform bowel resection. We plan to bring the patient back to the or in 2 days to look again at the bowel to determine if definitive resection would need to be done. We examined the fascia closely, and it also appeared to be somewhat ischemic. Therefore, we performed sharp debridement of the fascia with the bovie back to healthy, bleeding tissue. The small bowel was examined 1 final time, and the abdomen was irrigated out. We decided to leave the abdomen open. The omentum was grasped through the wound and pulled down over the wound. The abdominal vac dressing was then placed over the omentum and bowel. The blue sponge was then placed into the wound and the skin edges were brought close together over the blue sponge with shoestring vessel loop stapled to the skin edges. The occlusive plastic dressing was then placed over the sponge. A small hole was cut in the occlusive dressing and the suction pad was placed over this. Suction was applied and there was a good seal over the wound. This concluded the procedure. The patient was taken back to the ICU in stable condition. He tolerated the procedure well overall without significant complication. Plan: the patient will be taken back to the or for a 2nd look at his bowel to assess viability on tuesday. At that time hopefully definitive hernia repair can be performed with either mesh or possibly component separation.¿ authentication: I have verified and signed this report to authenticate the documentation. I am returning this report to the medical records department for placement in the patient¿s chart. This will meet the requirement for chart competition. ??/??/??: [missing records: records for CT showed ¿failure of the mesh repair with small bowel incarcerated through the mesh hernia defect¿ were not provided.] (B)(6)10: (B)(6). Operative report. Attending physician: (B)(6). Preoperative diagnosis: status post failure of ventral umbilical hernia repair with dual mesh. Postoperative diagnosis: status post wound vac change. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Drains: a wound vac was placed. Brief history: ¿this is a 55-year-old african american male with a history of a-fib and multiple medical problems, came to the clinic complaining of a ventral umbilical hernia. Patient was found to have just an umbilical hernia on surgery early last week. Patient had a dual mesh repair which subsequently failed on postop day #4. Patient went to the or on (B)(6)2010 and was found to have mesh that peeled away from the left lateral side, and subsequently underwent a mesh removal with an open abdomen. Procedure in detail: after operative consent was obtained, the patient was brought to the operating room table, placed supine on the operating table. The abdomen was prepped and draped in standard sterile fashion. Next the wound vac was removed, and the vessel loops that were surrounding it were removed as well. Subsequently the fascia was visualized to be somewhat friable and there was extensive inflammation around the fascia on the left lateral and right lateral portions of it. It was not felt at this time that it would be suitable for repair as the fascia being so friable. Patient also became febrile in the or, was found to have some purulent drainage from his et tube. For these reasons, it was decided that the vac would just be replaced at this time, and we would take another look in 2 to 3 days for a possible wound closure. In addition, the small bowel was visualized to be nonischemic and healthy and viable. Subsequently the wound vac was replaced, and the abdomen was closed with the wound vac closure. All instruments and lap pads were accounted for at the end of the case. Dr. Meade was present for the entire case.¿ authentication: I have verified and signed this report to authenticate the documentation. I am returning this report to the medical records department for placement in the patient¿s chart. This will meet the requirement for chart competition. (B)(6)10: (B)(6). Operative report. Resident: (B)(6). Preoperative diagnosis: status post failed umbilical hernia with abdominal washout and abdominal wound vac. Postoperative diagnosis: status post abdominal reconstruction with alloderm mesh and abdominal closure. Estimated blood loss: 50 ml. Drains: 2 jp drains placed. Anesthesia: general endotracheal anesthesia. Brief history: ¿this patient is a 55-year-old african american male who came in for an umbilical/ventral hernia repair; had it done on (B)(6)10, but subsequently the bowel had herniated around the mesh. Patient was forced back to the or where the mesh was removed and the abdomen remained open due to some potential ischemic bowel. Patient returned to the or and was here for a [sic] abdominal reconstruction. Procedure in detail: after proper consent was obtained, the patient was brought to the operating room table, placed supine on the operating room table. The general endotracheal anesthesia was administered. The abdomen was prepped and draped in a standard sterile fashion. Next the abdominal wound vac was removed. The bowel was inspected and viewed to be nonischemic and healthy. Next the fascia was exposed and taken back both lateral sides, and superiorly and inferiorly so there remained at least 1 cm of tissue between the subcutaneous tissue between the fascia and upon the wall. Next the piece of alloderm was sutured into place with #0 ethibond suture. The size of the alloderm was an 8 x 16 piece of alloderm mesh. These were performed in an interrupted u-stitch fashion around the alloderm to stretch appropriately. Once secured in place, the alloderm seemed to have taken very well and that there were no gaps in between our stitches and that the alloderm was properly placed. No bowel was visualized to be stuck with any of the stitches. Next the fascia was approximated using #0 prolene sutures in an interrupted fashion. Next the skin was approximated using a 3-0 vicryl in a running fashion. Next the skin level was brought together using a 2-0 nylon in a mattress fashion. All instruments and lap pads were accounted for at the end of the case. Dr. (B)(6) was present for the entire case.¿ authentication: I have verified and signed this report to authenticate the documentation. I am returning this report to the medical records department for placement in the patient¿s chart. This will meet the requirement for chart competition. (B)(6)10: (B)(6). Perioperative nursing record. Asa 3. (B)(6)10: (B)(6). Perioperative nursing record. Implant record/implant sticker. Alloderm® regenerative tissue matrix. Expiration date: 04/19/12. Manufacturer: lifecell corporation. Lot #: c37682-012. Model/reorder number: 102128. Size (cm): 8 x 16. Thickness (mm): 1.04-2.28. Qty: 1. Site: abdomen. (B)(6)10: (B)(6). Discharge summary. Discharge diagnosis: status post abdominal reconstruction and closure. History of diabetes, heart failure. History of abdominal pain that has gotten worse over the past 4 days. Initially, reported symptoms of nausea and had not had a bowel movement since outpatient ventral hernia repair and procedure. Abdomen x-ray showed high-grade partial small bowel obstruction. Patient was made npo [nothing by mouth], started on IV fluids. Patient recovered appropriately. Transferred to the floor in stable condition on day 3. Having episodes of atrial fibrillation. Cardiology consulted. Patient eventually stabilized and was normal sinus at time of discharge. At discharge, restarted coumadin [blood thinner]. Acute renal insufficiency subsided. On (B)(6), patient went back to or with tulane trauma, surgery for abdominal reconstruction with alloderm, mesh and abdominal closure. Recovered appropriately. At discharge patient had been stable for 48 hours. White count 11. Some midline incision erythematous area. Instructed to come back to general surgery in 1 week for close inspection of incision. Instructed to return to the ER for fever greater than 101.5, nausea, vomiting, shortness of breath, chest pain. Given follow up appointments with coumadin clinic. Given referral to cardiology clinic. ??/??/??: [missing records: records for x-ray showed ¿high-grade partial small bowel obstruction¿ were not provided.] (B)(6)13: (B)(6). History and physical. History hepatitis c virus. (B)(6)10 diabetes mellitus. Exam: abdomen: well healed midline incision with scar tissue, reducible hernia noted above scar line. (B)(6)13: (B)(6). Office notes. Current everyday smoker 2 packs/day for 30 years. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
F26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7089667. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ the instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7089667. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh had pulled away from the fascia on the left, mesh removal requiring an additional surgery. Additional event specific information was not provided.